Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Since the literature described "ez shot 2/ez shot 3 plus",olympus selected "na-u200h-8022" as a representative product. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "safety and diagnostic yield of endoscopic ultrasound-guided fine-needle biopsy for hypervascular pancreatic lesions."     ¿literature summary¿ this retrospective study aimed to evaluate the safety and diagnostic yield of endoscopic ultrasound-guided fine-needle biopsy (eus-fnb) for hypervascular pancreatic solid lesions. A total of 301 patients were included. The sensitivity, specificity, and accuracy rates of eus-fnb for hypervascular lesions were 94.7%, 100%, and 96.2%, and those for hypovascular lesions were 80.0%, 100%, and 84.6%, respectively. There was no difference in diagnostic performance between hypervascular and hypovascular lesions.     ¿type of adverse events/number of patients¿ 1) event #1 -bleeding - 3 patients 2) event #2 pancreatitis - 3 patients 3) event #3 infection - 1 patient 4) event #4 pain - 1 patient   the report is linked to the related patient identifier (B)(6).